Manufacturer narrative:
Investigation completed 4/26/17. Method: trend analysis. DHR review cannot be performed at this time since product was not sent in for inspection nor was lot# provided. This part ID was manufactured between 1973 and 1988. No service history is on file for this customer and part ID. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: in summary, this device was not returned, the model has been discontinued; it was manufactured between 1973 and 1988. It has not been serviced by integra or subjected to any formal preventative maintenance events by integra service.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Mayfield skull clamp slipped after placed on the patient. There was no patient injury. Revision/medical intervention (unspecified) was required. There was a delay in surgery reported. Additional information has been requested.